Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 330 (mg/dl) and trace ketones. Customer administered a correction bolus with the pump to treat bg levels. System check and review of the pump data logs with tandem technical support indicated pump was performing as intended. Customer reported that their health care provider increased their basal insulin rate; however, they did not specify when this change was made. Recommendation was made to consult with health care provider to discuss diabetes management and pump settings.